Event description:
A capio open access suturing device was used in a therapeutic sacrospinous fixation procedure in 2005. After the procedure when the device was put on the table the dr noticed that the needle carrier was missing. The patient was checked but the needle was not found - it may have dropped on the floor. No patient complications were reported.